Manufacturer narrative:
One (1) actual sample was received for evaluation. A visual inspection was performed with the naked eye with no issues noted. Functional tests including leak and under water pressure tests were performed with no issues observed. Additionally, the unit fit correctly on the luer and did not untwist or disconnect from the luer during the pressure test. The reported condition was not verified. The minicap met product specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set and a minicap experienced a connection issue. During an unspecified process step, it was observed that the minicap was too loose and disconnected from the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.